Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery is not holding charge was confirmed. The reported issue is confirmed; the scanner shuts down when ac power is not present. The root cause of the reported issue is a use-related internal li-ion battery failure. A history review of serial number (B)(4). Showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed-battery is not holding charge 05/06/2021 - evaluation confirmed abrupt shutdown.